Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading and was experiencing confusion and tremors. The customer was treated with glucosport tablets (glucose) and yogurt with honey by spouse. A comparison of 29 mg/dl from adc device against 398 mg/dl from sensor was provided, but it was not specified if this was from time of event. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading and was experiencing confusion and tremors. The customer was treated with glucosport tablets (glucose) and yogurt with honey by spouse. A comparison of 29 mg/dl from adc device against 398 mg/dl from sensor was provided, but it was not specified if this was from time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.